Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse replaced the safety disk to resolve the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) has a leak in the iab circuit. There was no patient involvement.